Manufacturer narrative:
No product is being returned for evaluation.

Event description:
Patient complained of severe pricking and there was failure of the full extent of the cuff repair. The plastic quick-t piece together with its knot immediately anterior lateral to the acromion, was embedded in the soft tissues of the subacromial bursal wall, just deep to deltoid next to the acromion. There was damage to the cuff in immediate area adjacent to this point with the appearances suggesting that the cuff may have been rubbing against the little plastic piece. It is of course possible that simply the cuff hadn't healed.